Event description:
The customer reported that one morning (no date given) she woke up with blood glucose of 400 mg/dl and found that the cannula had come out during the night.

Manufacturer narrative:
The device will not return for evaluation. The caller reported that the cannula had dislodged from the infusion site overnight. This condition could interrupt insulin delivery and contribute to the reported hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider." No qualification records could be reviewed because no product lot number was reported.